Event description:
Failing user verification test: distributor reported to carefusion technical support that the sipap flowmeter was defective because the "float was not stable" - not adjustable and that "they found oil in the tube."

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning flow meter. The foreign distributor was shipped a replacement flow meter to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty flow meter for eval. As of (B)(6) 2015 the alleged faulty flow meter has not been received. Should the alleged faulty component be received and evaluated, a follow up medwatch report will be submitted.